Event description:
It was reported that the patient¿s device is showing high impedance prior to battery replacement surgery. The generator was replaced which did not resolve the high impedance as it showed >10,000 ohms, low output. According to the physician, the patient will decide if she would like a lead revision based on her seizures. Currently she is not having seizures. No additional or relevant information has been received to date.

Event description:
The generator was received for analysis. Product analysis for the generator was completed and approved . The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator.